Manufacturer narrative:
One photograph was provided for evaluation and the reported issue was observed. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Without a physical sample, it is not possible to determine an exact root cause at this time. No actions are applicable at this time. All information received will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that there is leakage past the stopper of the syringe.